Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to release. Jiggling the scope was successful in deploying the clip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.